Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy manager (ptm) had not updated since the last refill date and the health care provider (hcp) needed to see the alarm date on the ptm. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.